Manufacturer narrative:
Investigation conclusion: the customer¿s reported complaint of a pump infusing heparin shutting off was confirmed after a review of the logs and replicated during testing. The issue was identified attributed by a channel disconnect/power loss event. Based on the logs, the incident occurred on (B)(6) 2020 where 6 channel disconnected events were identified. At the time of the event, pump module s/n (B)(6)exhibited a power loss with the pcu. Device inspection: an external and internal inspection of the source device was performed with the following results: the female iui connector contact pins were identified with green corrosion, fibers and white dried residue. The rear case female iui cavity was noted with yellow dried fluid ingress. Dried fluid ingress was noted on the bottom front area of the rear case, adjacent front case and the two bottom inserts. Both left screw mounting inserts on the battery well were cracked. The female iui (p/n 10963612) date code was noted aug2011. Root cause analysis: the proximate cause of the customer¿s experience with a pump shutting off while infusing heparin was attributed to a channel disconnect/ power loss event identified caused by a failed female iui connector on the pcu. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 16sep2011. A review of the device service history record was performed beginning from the date of manufacture to the present date 10nov2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that pump was infusing heparin to patient, a standard lab draw on patient resulted in an extremely low lab value, pump found to be off, attempt to restart, machine shut down again. Right side of pump continued to infuse correctly, attempted to change channel, same result. Entire machine replaced, functioning properly. Patient incident resulted in low lab values; no harm to patient.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that pump was infusing heparin to patient, a standard lab draw on patient resulted in an extremely low lab value, pump found to be off, attempt to restart, machine shut down again. Right side of pump continued to infuse correctly, attempted to change channel, same result. Entire machine replaced, functioning properly. Patient incident resulted in low lab values.